Event description:
The pt was brought in for an out-pt sigmoidoscope procedure. The pt has a past history of prostate cancer and was bleeding from the rectum. The dr inserted the scope. Shortly after the dr stepped on the apc footswitch, a loud "pop" was heard from inside the pt (note: apparently the burst was due to the ignition of bowel gases by the cautery). The system used was an argon plasma coagulator (apc) model apc 300 with an electrosurgical generator w/endocut & argon model icc 200 e/a (p.n.:10128-205). Within approximately 20 to 30 seconds the pt's blood pressure dropped and pt was complaining of severe lower abdominal pain. The pt was stabilized. An abdominal x-ray showed intraperitoneal air; therefore, a sigmoid resection and colostomy were performed. The pt is recovering from the surgery.